Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a general device change-out procedure, this right atrial (ra) lead was observed to have exhibited a high out of range pacing impedance measurement of greater than 4000 ohms when it was tested through a pacing system analyzer. Imaging showed the ra lead had fractured due to a subclavian crush. The physician took no further action and the ra lead was left implanted and in service. No adverse patient effects were reported.